Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during the initial drain cycle. The patient's drain volume was 3403ml. The largest prescribed fill volume was 1500ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient did not complain of any overfill symptoms. Additionally, the patient has resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain due to false detect at the initial drain and at the previous therapy last drain. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.